Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump and was advised to continue using it, with instructions to reach out again if the malfunction code reappears.